Manufacturer narrative:
Insulin pump was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display due to shifted battery tube assembly. Unable to verify rattling noise anomaly and perform all functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump fell and something was moving inside it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.